Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the radio frequency (rf) head was damaged, that the magnet expanded from moisture ingression and damaged the inside and outside of the head.

Event description:
The programmer was returned for service and the radio frequency (rf) head subsequently tested out of specification during manufacturer's analysis.